Event description:
It was reported that during the implant procedure, it took a large number of turns to extend the helix of the lead. It was also reported that several attempts to place the lead failed. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. No anomalies were found. The analyst commented that the distal low voltage electrode of the lead was covered in blood. Additionally, helix extension/retraction and length testing were performed; all results (including electrical testing) were within specified parameters.